Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had event code logged in its memory and gave an "abnormal energy delivery" message. The first event code logged in the device's memory is related to a potential failure of the device to deliver defibrillation energy. The second event code logged in the device's memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q8.

Event description:
The customer contacted stryker to report that their device had event code logged in its memory and gave an "abnormal energy delivery" message. The first event code logged in the device's memory is related to a potential failure of the device to deliver defibrillation energy. The second event code logged in the device's memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.